Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 300 to 400mg/dl and the reservoir falls out of the compartment. Customer also indicated that the o ring is missing and the threading inside of the reservoir chamber is not smooth and is damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer was advised on proper insertion technique and to return the infusion set for analysis. Troubleshooting for high blood glucose could not be done due to the pump damage.